Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction had been reported. It was reported via a trial that a vision stent was implanted (date unknown) and restenosis of the stent was noted. The patient was hospitalized and a xience v stent was implanted to treat the restenosis. There were no patient effects reported. No additional event or patient information is available.

Manufacturer narrative:
Restenosis, as listed in the vision instructions for use is a known adverse event associated with coronary stenting. Additionally, restenosis and hospitalization are listed in the no fault risk assessment as a post procedural complication. As there was no reported product malfunction during the time of the stent implant, there does not appear to be any indications of a product quality deficiency. In this case, it is likely that the hospitalization is a secondary effect of the restenosis. However, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined.